Event description:
A female patient reported experiencing ocular irritation, redness, and photophobia after using solution. The patient reported seeing an optometrist who reportedly prescribed tobradex. In follow-up with the doctor, she indicated that the patient presented with red eyes and irritation. The doctor reported that the patient may have been overwearing her lenses. Upon examination the doctor observed microvacuoles and staining (od). The doctor treated with tobradex prophylactically to quiet eye. The patient recovered.